Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The vaporizer was replaced. The customer contact reports there is no patient information available.

Event description:
The hospital reported the agent output was higher than expected. There was no reported patient injury.